Event description:
In this event it is reported that a x-smart w/contra angle eur did not rotate during use. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation found: cartridge,neck ,head cap and casting assembly having problem replace cartrigde ,neck head cap, casting assembly.